Event description:
It was reported that patient was experiencing vomiting associated with vns stimulation. The device was disabled and pain, coughing and vomiting resolved. Device was turned back on with settings reduced but issues did not resolve. Physician believes there may be an issue with patient's lead and thinks there may be scar tissue build up at electrode site. No additional information has been received to date.

Event description:
Information was received that patient underwent a lead revision. Revision occurred due to patient's adverse events of painful stimulation, coughing, and vomiting not resolving. At surgery, lead was observed to be fractured. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Explanted lead will not be returned per hospital policy. No additional relevant information has been received to date.